Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) experienced early battery depletion. The patient's device was explanted and replaced with a cardiac resynchronisation therapy-defibrillation (crt-d) system. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4470; lead. Therapy date: (B)(6) 2010. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.